Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump was sent for return on 2018-apr-16. No pump alarms were identified in the logs. When asked if any other troubleshooting was performed, the representative responded, "I explained this in the report, they did a catheter study."

Manufacturer narrative:
Product ID: 8781, lot# 0213764968, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter; product ID: 8781, lot# 0213764968, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Analysis of the pump identified no anomalies. Analysis of the catheter identified damage to the transition tube of the catheter body. Analysis of the catheter identified coring/tears/cuts in the seal of the sutureless catheter connector that met leak criteria. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# unknown, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal (2000 mcg/ml at 1187 mcg/day) via an implantable pump for an unknown indication for use. It was reported the patient sometimes had symptoms of overdose and sometimes of underdose/withdrawal that returned several times. The event date was reported as (B)(6) 2018. There was a catheter study with contrast and everything looked okay, but the symptoms of overdose-underdose came back. The neurosurgeon decided to replace the whole system (pump + catheter). The system was replaced on (B)(6) 2018. No issues were identified that may have contributed to the event. The pump would be returned, but the catheter would not be returned as it was discarded by the customer. The issue was resolved. The patient status was alive - no injury. No further complications were reported or anticipated.